Event description:
Patient previously had several procedures on his clavicle. He had a previous fracture treated with open repair. After plate removal, he refractured the clavicle. This was replated, but this has gone on to a nonunion and the plate has subsequently failed. Patient has had continued pain with radiographs documenting a nonunion of the midshaft clavicle fracture with evidence of broken hardware.from the radiology report: there is a fracture extending through mid shaft clavicle plate, with eburnation of the fracture fragments, and proximal retraction of the proximal clavicular fracture fragment. There is approximately 9 mm gap at the plate fracture an approximately 1.8 cm at the clavicle fracture.what was the original intended procedure?fractured clavicle repair.device #1is this a laboratory device or laboratory test?no.